Event description:
It was reported that one day post rv lead revision, the ICD migrated in the pocket resulting in lv lead dislodgement. The ICD was repositioned in the pocket.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.